Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, patient incurred a red mark across her leg from the tubing. It was observed that the tube was contacting the patient's leg and was not moved during the procedure. Only a sterile drape was in between the leg and the tubing. A cream was prescribed by the physician for the red mark. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Although the exact patent information is unknown, the patient is over 18 years of age. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.